Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Event description:
Patient reported their devices were removed for an unspecified reason. Patient later reported capsular contracture, baker grade iii, with device dislocation and suspected rupture diagnosed via ultrasound. Patient additionally reported " severe back pain; tension (24/7), permanent migraines with severe visual disturbances, dizziness, back pain, bone pain, muscle pain, limited arm/shoulder movement on the left side, constant cramps, stomach pain, irritable bowel syndrome, chest pain, chronic exhaustion, not always able to cope with stress, sleep disorders, skin rashes , tingling/numb hands and feet, sensitivity to light and noise, depressed mood." The device has been explanted with a complete capsulectomy and mastopexy. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 4/15/2024. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture / malposition: observed, opening assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Varied injuries: unable to observe since it is a medical event and is not related to the device. Rash: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Myalgia: unable to observe since it is a medical event and is not related to the device. Headache: unable to observe since it is a medical event and is not related to the device. Fatigue: unable to observe since it is a medical event and is not related to the device. Dizziness: unable to observe since it is a medical event and is not related to the device. Decreased sensitivity: unable to observe since it is a medical event and is not related to the device. Changes in sleep habits: unable to observe since it is a medical event and is not related to the device. Depression: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported their devices were removed for an unspecified reason. Patient later reported capsular contracture, baker grade iii, with device dislocation and suspected rupture diagnosed via ultrasound. Patient additionally reported the following events not related to the device: "severe back pain; tension (24/7), permanent migraines with severe visual disturbances, dizziness, back pain, bone pain, muscle pain, limited arm/shoulder movement on the left side, constant cramps, stomach pain, irritable bowel syndrome, chest pain, chronic exhaustion, not always able to cope with stress, sleep disorders, skin rashes, tingling/numb hands and feet, sensitivity to light and noise, depressed mood." The device has been explanted with a complete capsulectomy and mastopexy. This record relates to the right side.

Event description:
Patient reported their devices were removed for an unspecified reason. Patient later reported capsular contracture, baker grade iii, with device dislocation and suspected rupture diagnosed via ultrasound. Patient additionally reported the following events not related to the device: " severe back pain; tension (24/7), permanent migraines with severe visual disturbances, dizziness, back pain, bone pain, muscle pain, limited arm/shoulder movement on the left side, constant cramps, stomach pain, irritable bowel syndrome, chest pain, chronic exhaustion, not always able to cope with stress, sleep disorders, skin rashes , tingling/numb hands and feet, sensitivity to light and noise, depressed mood." The device has been explanted with a complete capsulectomy and mastopexy. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ malposition-breast: unable to observe since it is not related to the device. ¿ varied injuries-breast: unable to observe since it is not related to the device. ¿ rash-breast: unable to observe since it is not related to the device. ¿ pain-breast: unable to observe since it is not related to the device. ¿ other-medical: unable to observe since it is not related to the device. ¿ myalgia-breast: unable to observe since it is not related to the device. ¿ headache-breast: unable to observe since it is not related to the device. ¿ fatigue- breast: unable to observe since it is not related to the device. ¿ dizziness- breast: unable to observe since it is not related to the device. ¿ decreased sensitivity- breast: unable to observe since it is not related to the device. ¿ chest pain-breast: unable to observe since it is not related to the device. ¿ changes in sleep habits- breast: unable to observe since it is not related to the device. ¿ depression- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported their devices were removed for an unspecified reason. Patient later reported capsular contracture, baker grade iii, with device dislocation and suspected rupture diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and mastopexy. This record relates to the right side.